Manufacturer narrative:
Zip code: (B)(6).

Event description:
It was reported that on the second deployment the anchor did not deploy and came out of the meniscus. No patient injury or significant delay was reported.

Manufacturer narrative:
Due to no product return the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. If objective evidence, relevant information or product becomes available to assist with evaluation, the complaint will certainly be revisited.